Event description:
It was reported that during a laparoscopic cholecystectomy, there were multiple clips firing into the jaws with the first device. With the second device, the closing lever on the fifth firing had to be manually opened. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Eval summary: the analysis result of device (a) found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No clip formation testing could be performed as the instrument was returned empty. The lockout was broken to evaluate the proper opening of the jaws and no anomalies were noted with the jaws. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Device (b) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The instrument locked out as intended. No jamming issues were noted during analysis. However, corrective actions have been initiated to address the root cause of the opening issues and the double feed issues. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.